Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils). During the procedure, the physician deployed an initial smart coil into the target vessel and then attempted to detach the coil using a penumbra smart coil detachment handle (handle); however, the coil did not detach. It appeared that only the ¿shrink wrap¿ of the pusher assembly was removed and that the pull wire was not completely engaged, leaving only a small separation. Therefore, the physician manually detached the smart coil and then completed the procedure using a new handle, additional smart coils and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.